Event description:
Ti was reported that several proultra endo tips separated. There is no indication that patient injury occurred as a result.

Manufacturer narrative:
In this incident, a proultra tip (exact size is unknown, though tip is either #6, #7, or #8) separated. Though there is no indication that patient injury occurred as a result, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by the dr.) The device is available for evaluation, though has not been returned so of this report. Evaluation results will be submitted as they become available.